Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced kinked cannula events with infusion set. The incident occurred on (B)(6) 2025. Symptoms appeared within three or more hours of insertion. Insertion site was abdomen. Infusion set was in use for 4 hours. The blood glucose level was high (specific value unknown) and the patient was treated with multiple daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.